Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The customer troubleshot with philips technical support. The customer removed the locktite (glue) to resolve this issue. The unit was returned to use.

Event description:
The customer reported that the unit failed the electrical safety test at the oxygen inlet fitting. There was no patient or user harm reported. The event date was not specified; estimate used.